Event description:
A red alert was detected on (B)(6) 2012 for high pacing lead impedance on this rv lead. A follow up call was placed to technical services on (B)(6) 2012. Caller stated that the threshold on this rv lead increased from 1.2 v @ 0.4 ms to greater than 5v at 0.6 ms. It was discussed that the pocket will be opened so it was suggested to check for security of lead in header first. Technical services reminded caller to have physician tug on lead before using wrench to confirm whether there is a connection issue. No additional "information" is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).